Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) code, and the patient's device data had to be re-entered into latitude. Review of device data by boston scientific technical services confirmed the pd code, and indicated the battery diagnostics are normal. The data is consistent with a benign corruption of the patient data in the s-ICD. Troubleshooting options were provided to the field and the s-ICD remains in service. No adverse patient effects were reported.